Event description:
It was reported that the accuracy and the trending ability of the clearsight co measurements were not acceptable in patients with severe aortic stenosis, as, per the literature. The purpose of the study was to examine the accuracy of non invasive co measurement in patients with severe aortic stenosis, as. Twenty eight patients undergoing elective transcatheter aortic valve implantation were prospectively enrolled in this study. The co was simultaneously measured twice before and twice after valve deployment, total of four times, per patient, and the co was compared between the clearsight, co clearsight, system and the pulmonary artery catheter, pac, thermodilution, cotd, method as a reference. The bland altman analysis was used to compare the percentage errors between the methods. As a result, a total of 112 paired data points were obtained. The percentage error between the co clearsight and co td was 43.1 percent. The paired datasets were divided into the following groups according to the systemic vascular resistance index, svri, low, less than 1,200 dynes over cm5 over m2 and normal, 1,200 to 2,500 dyne s over cm5 over m2. The percentage errors were 44.9 percent and 49.4 percent, respectively. The discrepancy of co between co clearsight and co td was not significantly correlated with svri, r equals neg. 0.06, p less than 0.001. The polar plot analysis showed the trending ability of the co clearsight after artificial valve deployment was 51.1 percent which below the acceptable cut off, 92 percent. In conclusion, the clearsight system is not interchangeable with the pac thermodilution for determining co in the given population.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.